Event description:
Nurse was putting in an IV. She was using a bd saf-t-intima 22ga x 0.75in. She got the first intima in right away, but when she went to extract the needle it poked through the cannula. After removing the intima she attempted to try again with the same results. On third try she used same item, but different lot number with no problems.